Manufacturer narrative:
Concomitant medical products: outflow graft/(B)(4); cat#:1125; exp date: 10/31/2020; mfg. Date:11/20/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold adn low flow alarms and how to recognize high watt alarms and restricted floww and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump (B)(4) and outflow graft (B)(4) were not returned for evaluation. Review of the manufacturing and inspection plans confirmed that the associated devices met all requirements for release. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2016 at 14:38:29. Starting on (B)(6) 2016 at approximately 14:34 a sustained decrease in estimated flow was observed to parameters below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the low flow event can be attributed to the reported extensive outflow graft clot. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient presented in the emergency department (ed) with persistent low flow alarms; flow reading around 0.8l/min. It was stated that the patient was asymptomatic. Patient was admitted and echo showed dilated left ventricle (lv) with aortic valve opening every beat. Cardiac CT showed extensive clot in outflow graft. It was stated that the decision made by heart failure team was that the patient was not a candidate for pump exchange. It was further stated that the pump was stopped and the patient was stated as being stable and on inotropes and awaiting heart transplantation. No additional information available.